Manufacturer narrative:
Eval summary: the complaint device was not received for eval. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. (B)(4).

Event description:
An optometrist reported a pt experienced a red and scratchy left eye on and off for a week and observed large infiltrates with staining and possibly an ulcer in that eye. She treated the pt with antibiotic eye drops for five days and discontinued contact lens wear. The optometrist stated the events were possibly related to the product; however, the pt is a teenager and this could be a compliance issue. The pt has been changed to another type of lenses and a different solution without problems.